Manufacturer narrative:
Concomitant product: 35ml monoject syringe; therapy date (B)(6) 2016. The device was not sequestered by the customer. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported a 30ml pca infusion of hydromorphone (1 mg/1ml) in a 35ml syringe with a lockout set at every 12 hours and a maximum limit of 0.75mg/h started to alarm for an occlusion. The rn noted the tubing was clamped and when the tubing was unclamped a pressure relief noise was heard and the patient said she got a bolus of medication. There was no patient harm.